Event description:
On (B)(6), I had the essure implanted in me for a permanent birth control. Once this was implanted in me, things started to change. First in started having major bleeding during my periods (hug clots). I get stabbing pelvic pain. Intensely painful cramps, painful ovulation. I feel lots of joint pain. Have had weight gain and stomach bloating. My hair falls out like crazy, feel short of breath and have had teeth chip though all is great with my regular dental visits, then randomly have a tooth chip for no reason. Have also been told I have restless leg syndrome. In 2012 had to do ablation to stop the bleeding, since then my periods are getting heavier again to a normal type period. I am planning to have a hysterectomy now to hopefully change these symptoms.